Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver passed the charge and boot test. The receiver log was reviewed, finding no errors. A global receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for internal visual inspection and it passed. The complaint of receiver initialization without a manual restart could not be confirmed because the complaint could not be replicated with the returned device. The root cause could not be determined.